Event description:
The micro sagittal saw was sent in for eval because it was running while in safety mode. The event occurred during testing; there was no pt involvement, no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the motor suckets was identified as the probable cause of the device running while in safe mode.